Event description:
A caller reported an error with their continuous glucose monitor (cgm), specifically cgm error 42, involving a g7 sensor. There was no adverse impact to the customer's blood glucose level. Before contacting technical support, the caller reset the pump themselves and successfully reconnected the cgm.